Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump had unresponsive keypad; the buttons were freezing. The customer's blood glucose was 120 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump unit had intermittent button response on the down arrow button due to corroded keypad traces. No frozen screen noted. The time advanced properly during testing and the unit passed displacement test. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.